Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, upon resection for colon of anal side, the powered stapler was set as usual (set the power handle, power shell, standard adapter, reload in that order). It was confirmed that all parts were available to use on the display. Powered stapler and reload were set in the colon of anal side and the green button was pressed to fire, but it did not fire. A new power shell was taken out and set to the same power handle, standard adapter and reload. It was confirmed that it was available to use on the display and the green button was pressed to fire, but still it did not fire. A new manual handle and reload were taken out and the surgery was completed. There was no patient injury.